Event description:
It was reported the catheter was fractured. The target lesion was located in the left coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the connection part of the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar was separated, and the polytetrafluoroethylene (ptfe) was sticking out from the separation. There were kinks on the hypotube 27cm and 123.5cm from the hub. Microscopic inspection revealed no additional damages. There was blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported the catheter was fractured. The target lesion was located in the left coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the connection part of the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.